Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that two days after implant, the interrogation of the device would not work using wireless communication. When the programmer head was placed over the patient's chest, all green lights were on, but when the interrogation commenced, one of the lights changed to orange on the wireless symbol and no interrogation could be made. The interrogation completed normally when the programmer was turned off wireless. The device remains implanted. No patient complications were reported as a result of this event.